Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion hospitalization, site infection and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site and went to the emergency room (ER) at helios klinik wuppertal on (B)(6) 2024. The patient's blood glucose levels reached 600 mg/dl with ketones of 2.6 while wearing the pod between 49 and 71 hours on the abdomen. While at the hospital, the infected site was cleaned and disinfected, the patient was given 8 units of insulin via pen injection and was given lots of water to drink. The patient was discharged the same day. The pod was discarded.